Manufacturer narrative:
Additional information: d9, h3 and h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional inspection, including pressure and clear passage testing, no leak or blockages were observed. The set underwent pull testing and no separation was noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a non-dehp micro-volume extension set leaked. It was further reported the ¿tubing leaking by microfilter¿. This event occurred during any unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.